Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and infusion set not adhering. Blood glucose was 428 mg/dl and treated with insulin pen. Customer stated they were having issues with infusion set getting stuck in the serter. Customer declined to troubleshoot as the high blood glucose was due to infusion set falling off. Infusion set is expected to return. Insulin pump will not be returned for analysis.